Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement, and indicated the right ventricular lead integrity alert (lia). Analyst commented, device battery voltage was 3.11 on (B)(6) 2016 and fallen to 2.648 on (B)(6) 2016. Lia for right ventricular (rv) lead occurred for increased short interval counts (sic) and 2 or more high rate-non sustained episodes greater than 220 milliseconds on (B)(6) 2016.

Event description:
It was reported that after approximately three weeks following implant of implantable cardioverter defibrillator (ICD) an inquiry was made regarding remaining longevity of the device. Evaluation of data revealed reduced/short longevity due to associated right ventricular (rv) lead low pacing impedance, high threshold, rapidly decreased and low sensing values. It was also reported that the patient alert triggered for lead integrity alert (lia). Rv lead oversensing occurred and approximately forty-one inappropriate shocks were delivered. An rv lead dislodge after pericardial effusion was observed. ICD detection has been disabled. The ICD is planned for explant. The rv was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.